Event description:
Patient original surgery date was (B)(6) 2022. First surgery l3-4, l4-5 dlif/l5-s1 alif/l3, l4, l5, s1 psf. The set screws came out bilaterally s1 and left l5. The l5-s1 cage had also migrated & had to be replaced. The revision surgery was done on (B)(6) 2023. Screw & set screws were sent to (B)(4) on (B)(6) 2023.

Manufacturer narrative:
We have reviewed the returned pedicle screws and set screws. We were able to determine the likely cause. The assessment suggests that the rods were not fully reduced when the set screws were advanced done to the rod, causing the torque wrench to signal fixation, despite a gap between the bottom of the tulip and the rod, which could lead to screw loosening.